Manufacturer narrative:
This report is submitted on january 10, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and subsequent loss of connection with the internal device. The internal magnet was replaced on (B)(6) 2018; however, connection to the internal device was not restored. Subsequently, the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on june 4, 2019.